Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment of for zone 9 infrarenal abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2025, the patient underwent reintervention for an unknown endoleak (suspected type ii or proximal type I endoleak) and slow persistent growth of the aneurysm (amount unknown). A gore® excluder® aortic extender was implanted to provide 5mm additional coverage up to the renal arteries. Additionally, the physician chose to treat a small ulceration the patient had developed at the very distal edge of the right common iliac artery (rcia). The physician reported the limb looked well sealed but chose to treat the ulceration by embolizing the internal iliac artery (iia), and extend coverage down to the external iliac artery with coverage of the embolized iia. A gore® excluder® contralateral leg was then implanted to cover the area of embolization and small ulceration. The physician reports the ulceration was not deemed to be associated with any of the previously implanted gore devices and no endoleak was confirmed. The patient tolerated the procedure.